Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call to have a blank screen display. Customer reported that there was a crack at battery compartment. Customer's blood glucose was 155 mg/dl. Customer was calling back after being told at previous call to allow insulin pump to rest after blank display. Customer reported that display screen remained blank. Call was dropped and customer needed to be told that insulin pump would need to be replaced.